Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to reproduce any problems with the unit. No errors logged for an over temperature alarm. During inspection fse found the power cord to be damaged. Removed and replaced the power cord reel. Performed a full pm per manufacturer specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an over temperature alarm. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 ((medical device ¿ problem code, investigation findings, component codes, investigation conclusions).